Manufacturer narrative:
(B)(4). Batch # t5ad5f. Investigation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. In addition, a sr75 reload was received. The reload sr75 (b) was received unfired with the swing tab locked and with both gripping surface broken off. The returned cartridge reload sr75 (a) swing tab was reset in order to fire the device. The device and returned cartridges were tested for functionality and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The damage to the cartridge is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open gastrectomy, the firing knob could not be moved to left side before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.